Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the universal serial bus (usb) drive in the rear was broken and the microprocessing unit was replaced to resolve. It was additionally noted that the provided stylus was pulled loose and was unable to "select". The stylus was replaced and recalibrated. The programmer failed its left antenna connection and the antenna was reseated. The hard drive was reimaged and the software reloaded. The programmer passed its final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that though the programmer maintained normal function its universal serial bus drive in the rear of the programmer has been damaged (pushed in). The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.